Event description:
Information was received that this smiths medical cadd solis vip pump experienced under infusion. No patient involvement reported.

Manufacturer narrative:
Evaluation results: one cadd solis was returned for investigation in good condition. The keypad was intact. The reported product problem (under infusion) was not evidenced in the event history log. Three separate delivery accuracy tests were per formed; all of which were within the pumps delivery accuracy manufacturing specifications of +/-6%. No fault was found with the device. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.